Event description:
The patient was implanted with a left ventricular assist device. Approximately 3 months post-implant, an increase in pump power was noted and an echo revealed reduced contractility of the left ventricle. Hemolysis parameters were also noted to have increased. A decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.